Event description:
Device 3 of 6. Reference MFR. Report: 1627487-2012-08629, 08630, 08632, 08633, 08634. It was reported that the scs ipg was repositioned due to discomfort at the implant side. After the procedure, the patient was unable to experience the stimulation. The leads displayed low impedances. X-ray suggested leads dislodgement from the extensions. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.